Event description:
Cpi received info that this implantable pulse generator (ipg) system was exhibiting atrial loss of capture. An invasive procedure was performed to analyze the system. The atrial lead, model 4440 was explanted. A new atrial lead, model 4269 was implanted. Cpi will analyze the lead if it is returned.